Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown, but the last recorded blood glucose was between 150 mg/dl and 180 mg/dl. The cause of death was renal failure and staff infection. The customer was not wearing the insulin pump at the time of death. They had removed it on the (B)(6). The caller stated that the customer went to the hospital on the (B)(6), the customer had a blister on the bottom of his foot and fluid was coming out of the skin. The customer started swelling. He was in stage 3 renal failure. The other leg had ulcers. The next day the customer was notified that his leg had to be removed because of staff dormant. During surgery the customer coded on the table. He had a cough so he was given 2 breathing treatments; ventilator and profoval. On the (B)(6) the kidneys were checked and there was blood in the urine. The customer was taken off of the ventilator and passed away the next day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no battery inside the device. No cosmetic damage noted on the device assembly. The unit passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The device history shows that patient had 62 to 153 units of insulin delivered each day. Total bolus amounts for the day range from 62 to 125 units per day. Total basal range from 22 to 27 units per day. The meter blood glucose range was from low of 59 mg/dl to high of 421 mg/dl. No unusual alarms noted on device history.